Event description:
Additional information was provided indication there was and access site infection. As a result, antibacterial agents were administered.

Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the patient developed access site bleed due to fixation method. The issue was corrected by readjusting the fixation of the pump to the patient. The patient required administration of blood product when the patient was in shock from bleeding. Amount of blood products that was administered was not provided. No further information was provided.